Event description:
As reported via medical affairs, a patient experienced gallbladder removal and 90% occlusion of cypher stents. The patient underwent placement of two cypher stents in the left anterior descending (lad) due to a heart attack. Approximately four and a half years later the patient experienced chest discomfort and underwent a diagnostic stress test. Angiography revealed that both cypher stents were more than 90% occluded. As treatment, the patient had a scheduled hospitalization for placement of a non-cordis stent in the lad, after which the event resolved. No additional information was provided as patient refused.

Manufacturer narrative:
This is an initial/final MDR. Complaint conclusion: the complaint received states that approximately five years post implantation this patient suffered restenosis. As reported via medical affairs, a patient experienced gallbladder removal and 90% occlusion of cypher stents. On (B)(6) 2007, the patient underwent placement of two cypher stents in the lad due to a heart attack. The patient later experienced pain that was diagnosed as an unspecified issue with his gallbladder and underwent surgery to remove his gallbladder. The patient experienced chest discomfort and underwent a diagnostic stress test. On (B)(6) 2012, angiography revealed that both cypher stents were more than 90% occluded. As treatment, patient had a scheduled hospitalization for placement of a non-cordis stent in the lad, after which the event resolved. No additional information was provided as patient refused. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the available does not allow for an exact determination of causal factors; however, stent placement is a treatment of an ongoing disease process. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00108 and 3003742446-2012-00109.